Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy effluent. The patient was hospitalized for peritonitis. The patient received unspecified antibiotics both intravenous and intraperitoneal route (dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. Four days after admission, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date in (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.